Manufacturer narrative:
(B)(4). Incomplete-interrupted cycle. The device was received for analysis with no visual non-conformances and with an (B)(4) reload loaded in the device. The cartridge reload was received partially fired consistent with an incomplete or interrupted cycle. The device was tested for functionality in the articulated position with the returned cartridge reload by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the stroke count indicator worked as intended. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, there was no feedback of grasping the firing trigger at the 1st stroke of the 3rd firing. After that, when the firing trigger was grasped one more time, the device was locked out. Another device was used to complete the case. There were no adverse consequences to the patient. Reinforcement material was not used. The staples were malformed. When the sales rep received the device, a key mark showed on the stroke count indicator. After that, the sales rep grasped the firing trigger, and then 0 showed on the stroke count indicator.

Manufacturer narrative:
(B)(4). Information was not provided by the affiliate. Information anticipated, but unavailable at this time. Additional information was requested and the following was obtained: what other color cartridges were used before and after this event? -no information. Where was the area of malformed staples? -the device could not be fired at the time of the 3rd firing. Was the instrument fired across or near an existing staple line or clip? -no information. Were any unexpected noises heard? -no. If so, when? Were any of the forces higher or lower than expected (closing, firing, or opening)? - there was no feedback of grasping the trigger. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? -yes. Was there any difficulty removing the device from the tissue? -no. Is there any other additional information you would like to share about this device or procedure? -no. What is the current status of the patient? -no problem.